Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 7 months post-index procedure for an unknown reason. The patient had a re-intervention where the afx graft was relined with a gore device. Patient status post re-intervention is unknown. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the afx reline was found to be unknown/undetermined due to the lack of any medical records or imaging surrounding the event. The device quality records were unable to be reviewed as there was no device information available. The final patient disposition is unknown and there have been no additional patient sequelae reported. Codes: removed: 11.